Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1977. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe pain. The cause of and the treatment for the peritonitis were not reported. The patient was hospitalized via the emergency room for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and physioneal therapy was ongoing. No additional information is available.